Event description:
Caller reported a malfunction on the pump, but no notable events occurred prior to this issue. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump, assisted with the reset, and confirmed that the malfunction code did not recur. Customer was instructed to continue using the pump and to call back if any malfunction code recurs. Caller acknowledged and understood the instructions.